Event description:
Investigation revealed that the up arrow keypad button was intermittently responsive. The keypad button cover was removed; contamination was found under all button key contacts. The text on the display screen was also found to be dim, faded and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/04/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: the battery cap was not returned; therefore a test battery cap was used to complete investigation. Investigation revealed that the up arrow keypad button was intermittently responsive. The keypad button cover was removed; contamination was found under all button key contacts. The text on the display screen was also found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).